Event description:
It was reported that following a pelvic organ prolapse procedure in 2007, the pt experienced erosions, pain and dyspareunia. The pt required additional surgery to remove and correct these problems. Additional info has been requested from the doctor but not yet received.

Manufacturer narrative:
The product number and lot number are unknown, therefore, no review of the device history record could be performed. No sample was returned. The instruction for use states in the section adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.